Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons not responding. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was clear plastic ring on the reservoir was broken. Customer stated that they insulin pump was not exposed to moisture. Customer stated that they observed time clock for one minute to verify if time advances and the clock was changing. Customer stated that insulin pump was not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, a21 alarm, self test and displacement test or verify battery out limit alarm due to no button response. No button error alarm during testing.